Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of vertical lines on the screen of the system controller (serial number (B)(6)) was confirmed via product analysis. The returned system controller was connected to a test power module and vertical white lines were observed on the liquid crystal display (lcd) screen. The lines did not prevent information from being displayed or read from the display. The controller operated a test pump at the without issue. The system controller was opened and visually inspected at the component level to be physically unremarkable. The lcd screen was replaced with a known working lcd screen, which resolved the display issue. The system controller passed all other functional testing. The root cause of the reported event was determined to be a damaged lcd screen within the system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),rev. A and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that vertical lines had appeared on the user interface screen of the system controller. The controller was exchanged, and replacement controller was requested by the site. The effected controller would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.